Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual examination confirmed the reported condition, as the roller was missing from the clamp housing. However, the exact root cause of the reported condition was not determined. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink y-type blood set in which the roller clamp was missing the "ball." The alleged defect occurred during priming. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.